Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the therapy electrode pads. The area was described as a red rash. During a follow up, the patient reported that her physician prescribed prednisone and the irritation had improved.